Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reportedly that the pump high blood glucose (bg) reminder was allegedly still alerting at 150 mg/dl despite customer having previously adjusted this setting. Customer also reported that after bolus reminders were also still alerting despite the setting having been disabled. The issue was unable to be confirmed and customer stated that they would monitor the pump and call back if the issue reoccurred. Customer's bg was 126 mg/dl.